Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: ta10552. Medical device expiration date: 2021-08-03. Device manufacture date: 2018-10-04. Medical device lot #: ta10776. Medical device expiration date: 2021-09-22. Device manufacture date: 2018-11-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the caps on 2 infusion sets c50 were missing, and the tubing on 2 sets was found detached. These occurrences took place during use in lot# ta10552. Additionally, it was reported that 1 of the infusion set c50 was missing the blue roller clamp, and 1 set's serum did not have access to the drip chamber when the serum bag was spiked. These occurrences took place during use in lot# ta10776. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "cover of luer lock connection missing (twice in lot 1), blue roller wheel of roller clamp missing (once in lot 2), tubing of the infusion set detached (twice in lot 1), no access of serum to drip chamber when serum bag is spiked (once in lot 2)."

Manufacturer narrative:
H.6. Investigation summary: two samples and one photo was provided to our quality team for investigation. The final product for lots ta10552 and ta10776 are assembled and packaged at a supplier site. We sent the device to the supplier for evaluation and they were able to verify the reported issues of missing components and the tubing was observed cut on the samples evaluated. A device history review was performed and found no non-conformances associated with this issue during the production of this batch, all product was manufactured according to specifications. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator which led to poor sealing of the blister pack. Improvements have been made to warn operators of trapped components during the sealing process, the reported lot was manufactured prior to these improvements being implemented. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the caps on 2 infusion sets c50 were missing, and the tubing on 2 sets was found detached. These occurrences took place during use in lot# ta10552. Additionally, it was reported that 1 of the infusion set c50 was missing the blue roller clamp, and 1 set's serum did not have access to the drip chamber when the serum bag was spiked. These occurrences took place during use in lot# ta10776. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "cover of luer lock connection missing( twice in lot 1), blue roller wheel of roller clamp missing ( once in lot 2), tubing of the infusion set detached( twice in lot 1), no access of serum to drip chamber when serum bag is spiked (once in lot 2)."